Event description:
It was reported that, "the surgeon used the threaded inserter to impact the size 4 accolade hfx stem into the patient. Removed threaded inserter & then used to bullet tip quick connect inserter to finish inserting the stem into the patient with 4-5 mallet strikes. When the surgeon went to remove the quick connect inserter, it would not disengage, so he used a reverse mallet strike, and the quick connect tip broke off and stayed in the accolade size 4 stem inserter hole, the surgeon has in his hand the handle & shaft. The surgeon then proceeded to try and remove the broken pieces with pliers, vice grips, & several osteotomes. The final solution was the surgeon used a metal cutting diamond blade cutting wheel from a midas rex set, etched a notch in the bullet tip, and proceeded to back out the broken piece with an osteotome. This entire event above took an additional 80 minutes, for a total of 100 minutes for a usual 25 minutes bipolar procedure."

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.